Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. After applying silicone oil, the lead was successfully inserted and secured. No adverse consequences occurred to the patient.